Event description:
Contacted regarding an erroneously high troponin (accu tnl) result on one pt generated on the access 2 immunoassay system. The initial result obtained was 0.6 ng/ml; was reported outside the laboratory; was repeated on the access 2 and on an access 2i with results of 0.06 and 0.05 respectively. The customer indicated that the results obtained on retest were expected for this pt and that there was no change to pt treatment attibuted to or connected with this event.